Event description:
Doctor reported that a filter that had been placed infra-renally prior to several abdominal surgeries had migrated caudally to the iliac confluence. This was found incidentally during a review of a CT for another reason. The patient is asymptomatic. The filter has not been removed.